Event description:
Upon revision the tibial insert was found to be worn.

Manufacturer narrative:
Summary of evaluation: evaluation could not be performed. Device not returned to howmedica rutherford. This is the same pt/event as MFR.# 2219689-1998-00066.